Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle liter meter were reviewed and the dhrs showed the freestyle liter meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "3 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter would turn on by button but not with test strips. As a result, the customer reported a medical that required her to go to the hospital "3 weeks ago" however the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.